Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The complaint cannot be confirmed. It was stated that the patient inserted the sensor at their side. It should be noted that the dexcom users guide for pediatrics states: sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the patient's side on (B)(6) 2015. No additional event or patient information is available.